Manufacturer narrative:
Concomitant medical products: pxc141400/13181635, pxc141000/12726390, plc181000/13071668, patient medications include but are not limited to: amlodipine, cyclobenzaprine, fluticasone, hyrdrocodone, losartan, metoprolol succinate, tramadol, post operatively prescribed: vancomycin and zosyn. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 88mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2014. On (B)(6) 2016, the patient underwent transcaval coil embolization of the aneurysm sac using terumo coils and onyx® glue. Balloon angioplasty of the proximal right external iliac vein was also performed. The patient tolerated the procedure. On (B)(6) 2016, follow up examination determined a type ii endoleak persists and was believed to originate from the inferior mesenteric artery and persistent lumbars superiorly. On (B)(6) 2016, the patient underwent conversion to open repair for treatment of a persistent symptomatic type ii endoleak originating from the inferior mesenteric artery and lumbar arterie(s). Intraprocedure a ruptured hematoma was discovered post removal of one of the endoprostheses. Evaculation and debridement of the area was performed and the remaining devices were explanted. A dacron graft was then sewn in place of the previous graft system to repair the aaa. The patient tolerated the procedure. The hospital would not allow release of the devices and they were discarded at the site, analysis by gore was not possible.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.